Manufacturer narrative:
Result: carrier assembly.

Event description:
It was reported by service report that the head right siderail assembly was broken and not locking in the raised position. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.